Event description:
It was reported that during the tha, when the surgeon was drilling to insert a screw, he found a threadlike metal on the cup. Therefore, he removed it and completed the tha without any problems.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.